Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to retract the foot was not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), state: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to retract the foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot which likely led to the reported difficulty removing the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017, against resistance.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, minor resistance was noted upon removal of 2 prostyle devices, but the sutures were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Post procedure, the knots were advanced to the vessel wall and tightened; however, hemostasis was not achieved. The sutures of 2 additional prostyle devices were deployed. Minor resistance was noted upon removal of the devices. After the knots were advanced to the vessel wall and tightened, bleeding persisted. Therefore, a surgical cutdown was performed, and a vessel rupture was found. Further inspection discovered that the feet on all 4 devices did not fully close. It is believed that the rupture was caused by the first prostyle during deployment/removal of the device. Hemostasis was achieved via cutdown. A clinically significant delay was reported. No additional information was provided.